Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoids. Concurrent conditions included hypertension, flank pain, hypertension, irregular menstrual cycle, urine analysis abnormal and hyperlipidemia. Concomitant products included levonorgestrel (mirena) since 2011 to (B)(6) 2018 for contraception as well as nsaids since (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("plaintiff has suffered physical pain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and back pain ("lower back pain"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,"), 5 months 3 days after insertion of essure. The patient was treated with surgery (total hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, depression, anxiety, dysmenorrhoea and fatigue outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia and urinary tract infection had resolved and the back pain was resolving. The reporter considered anxiety, back pain, depression, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: treatment received for pain, bladder or urinary problems, abnormal bleeding, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events pelvic pain, menorrhagia, abnormal bleeding(vaginal), urinary track infection were updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoids. Concurrent conditions included hypertension, flank pain, hypertension, irregular menstrual cycle, urine analysis abnormal and hyperlipidemia. Concomitant products included levonorgestrel (mirena) since 2011 to (B)(6) 2018 for contraception as well as nsaids since (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("plaintiff has suffered physical pain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and back pain ("lower back pain"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,"), 5 months 3 days after insertion of essure. The patient was treated with surgery (total hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, dysmenorrhoea and fatigue outcome was unknown and the pelvic pain and back pain was resolving. The reporter considered anxiety, back pain, depression, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2019: new pfs and mr received- new events added: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping), pain, perforation (fallopian tube(s)), fatigue, lower back pain were added. Outcome of event pain from unknown to recovering/resolving was updated. Concomitant and historical conditions were added. Concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.